Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated and no event date was provided. The device underwent stress testing, during which no faults were identified. The forensic log was reviewed two user advisories were identified that could be associated with the customer report but recoverable. The spm board was replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.